Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on september 23, 2016. (B)(4). Two cases associated with this complaint. A separate FDA form 3500a has been completed for the unknown devices associated with this complaint.

Event description:
Complaint received from an end user reporting that the "catheters were causing trauma to his urethra, not every one but enough to be risky. He said the eyelets are rough on some when he runs his fingers down them." No further information was provided.